Event description:
Customemr's family member mentioned that they had been having problems with insulin leaking at the plunger of four different reservoirs. Stated that they noticed some difference in the design of the reservoir and wanted to know if it could cause leakage. Customer was asked to call back to have lot exchanged if problem persist.